Event description:
It was reported that the patient's left s2 lead had high impedances which caused ineffective stimulation. It is unknown which s2 lead attributed to this issue. The patient underwent surgical intervention on (B)(6) 2025 in which the left s2 lead was explanted and replaced and a left l1 lead was implanted due to help cover existing pain more effectively.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 s2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 9087233.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.